Manufacturer narrative:
(B)(4). Service engineer inspected the device and re-installed the software. The ventilator passed the entire required test. The ventilator was returned to service.

Event description:
It was reported that the 840 ventilator had a power on self-test failure when powered on. There was no report of patient harm or injury as a result of the event.